Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was taken out of the box already loaded and crooked. A new kit was opened to complete the procedure. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the delivery device was returned separate from the loading device. The seal was inside the loading device and appeared to be intact. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, it appeared that the seal did not load properly as it remained in the loading device. The reported complaint "loaded and crooked" was interpreted as "did not load properly." The reported complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).